Event description:
During an in-clinic follow-up, increased capture threshold and decreased pacing impedance were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable.

Event description:
Additional information was received that the increased capture threshold resulted in a loss of capture. The patient is not pacer-dependent.